Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that during arcr the hook of the device did not retract after the surgeon pierced the damaged rotator cuff twice. It was brand new and the first use when the issue occurred. The device was discarded at the hospital. The surgeon suspected this incident occurred because the wire in the shaft might have bent. The surgery was completed with a five-minute delay. There was no harm to the patient. The following additional information was received via e-mail from our affiliate on (B)(6) 2015: it was confirmed that the backup device was opened and the surgeon pierced the rotator cuff unexpectedly.